Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic after experiencing trouble sending merlin.net transmissions. Session record review revealed the implantable cardioverter defibrillator exhibited an rf telemetry anomaly. A firmware download was performed which resolved the issue. The patient will continue to be monitored.

Event description:
New information noted the patient was stable throughout.